Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The download data showed that an 0x5f alarm had been generated, indicating an open ground at the hook. Timeouts were observed towards the end of the device run. Rotational sensor data indicates that the ratchet gear was still able to rotate and the device was delivering insulin up until the point when the 0x5f alarm was triggered.a rerun of the device replicated the timeouts and an 0x5f alarm. Inspection of the sma wire assembly found scratches on the crush side and splayed plastic on the non-crush side of the hook post spring, indicating improper installation of the hook post spring. It could not be conclusively determined if the observed deficiency contributed to the 0x5f alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl. The pod was reportedly leaking while worn on the patient's leg for between 37 and 48 hours. As treatment, a new pod was applied.